Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed displacement test. Pump received with cracked battery tube threads and cracked case behind the pump at the corner of the belt clip rails.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked case on the backside towards the bottom. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.